Event description:
It was reported that prior to procedure, the patient's right atrial lead was oversensing noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable post-procedure.